Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. Access and marking were acceptable. No evidence was found to indicate excessive calcification of the femoral artery. Significant resistance was encountered immediately upon deployment of the device. The physician's attempt to back down the needles were unsuccessful. During the attempt, the sheath separated from the barrel. Hemostasis was evident, as well as good pulses. The pt was transferred to surgery for device removal and arterial closure. Surgery was successful and the pt recovered without further incident.